Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The device remains in use. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized for gastrointestinal bleeding on (B)(6) 2015. An actively bleeding vessel without ulceration in the 2nd portion of the duodenum was treated with argon plasma coagulation with resolution of the bleeding. The patient was transfused with two units of packed red blood cells. Unspecified changes to the patient's anticoagulation medications were made. The bleeding resolved on (B)(6) 2015. The patient was readmitted on (B)(6) 2015 for gi bleeding. A bleeding pseudo-dieulafoy's lesion/angioectasia was found in the 3rd portion of the duodenum. The site was injected with epinephrine, cauterized and clipped. The patient was transfused with four units of packed red blood cells. No further issues have been reported.